Event description:
The health care professional reported the patient complained of abdomen wall stimulation. The stimulator was shut off, and the abdomen wall stimulation was gone with the device off. The hcp stated the patient wanted the device taken out. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
The patient has fallen several times. When device was turned back on, stimulation came on again. Impedance measurements were >800 on (B)(6) 2011. X-ray showed no lead fracture. The device was removed. The patient outcome was noted as no patient injury.